Event description:
It was reported that the transfer set did not connect well to the connector. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 4 of 6.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.